Event description:
The healthcare professional (hcp) reported that the pt's daily dose changed from 13 to 11.5 after an MRI; the date and reason for the MRI were not provided. The hcp was certain that he had made the change in 2008; however, the programmer printout showed the change was made two days prior. The hcp was also certain that he remembered to update the pump two days later, when he made the change. The pump was used to deliver morphine sulfate. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.